Event description:
The customer contacted stryker to report that the electrodes failed to charge or provide defibrillation. This issue is patient-related and a significant delay in therapy was reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker performed a clinical review regarding the reported issue. There is no device data or sufficient reported information to determine device's contribution to the reported outcome.

Event description:
The customer contacted stryker to report that the electrodes failed to charge or provide defibrillation. This issue is patient-related and a significant delay in therapy was reported.